Event description:
Reportedly, the patient has developed "pain and required [patient] to see a doctor frequently after the surgery. [Patient] constantly worried about whether things will get worse."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with the following pre-op diagnosis: 1. L5-6 lytic spondylolisthesis (transitional segment). 2. L5-6 degenerative disk disease. 3. L6-s1 degenerative disk disease. 4. Left l5-6 lateral recess stenosis and underwent the following procedures: 1.l5-6 anterior lumbar discectomy and decompression. 2. L5-6 anterior lumbar interbody fusion. 3. Application of anterior lumbar interbody device (synthes peek interbody spacer 13 mm). 4. L6-s1 anterior lumbar discectomy and decompression. 5. L6-s1 anterior lumbar interbody fusion. 6. Application of anterior lumbar interbody device (synthes peek interbody spacer 13 mm). 7. L5-6, l6-s1 posterior instrumented fusion. 8. L5-6, l6-s1 posterolateral fusion. 9. Left l5 hemilaminotomy with left l6 hemilaminotomy and left l5-6 partial medical facetectomy and decompression of the left l5 and l6 nerve roots. 10. Left anterior iliac crest bone graft harvest through a separate incision. 11. Right posterior iliac crest bone graft harvest through a separate incision. 12. Intraoperative emg neural monitoring. As per operative notes, ¿starting with the left anterior iliac crest bone graft site, an oblique incision was made extending three finger breadths lateral and superior to the anterior superior iliac spine. A series of straight and curved osteotomes and curetts both angled and straight were then used to harvest a copious amount of cancellous bone graft. After an adequate amount of bone graft had been harvested, the wound was irrigated with normal saline and packed with bone wax and thrombin soaked gelfoam. A 13 mm rasp was then utilized to further prepare the disc space. At this point bone morphogenetic protein was mixed away from the operative field and allowed to mature for 15 minutes. It was then packed into a 13 mm peek spacer along with autologous bone graft and impacted approximately 3 to 4 mm beyond the anterior cortex into appropriate position between the l6 and s1 vertebral bodies thus completing an interbody fusion. ¿no intra operative complications were reported.